Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint.

Event description:
It was reported that oralpak 3ml (B)(6) hospital had foreign matter on 2 occasions and the tip of the syringe was damaged on 3 occasions. The following information was provided by the initial reporter: missing the plunger - quantity: 1. Visible dirt - quantity: 2. Missing tip/broken - quantity: 3. Info add received: noticed before use, the moment the syringes are removed from the package for handling by the professional. Client sent photos, but it is not possible to state that is related to this complaint, as there are other complaints open at the same time for these deviations and other batches. Requested to customer clarify. Samples are available for collection. There was no notification to (B)(6). Purchase invoice 175841 - difamig. Document for sample collection provided. Foreign matter of black color. Usually internally in the syringes, in the plunger, and embedded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that oralpak 3ml blue hospital had foreign matter on 2 occasions and the tip of the syringe was damaged on 3 occasions. The following information was provided by the initial reporter: missing the plunger - quantity: 1. Visible dirt - quantity: 2. Missing tip/broken - quantity: 3. Info add received: noticed before use, the moment the syringes are removed from the package for handling by the professional. Client sent photos, but it is not possible to state that is related to this complaint, as there are other complaints open at the same time for these deviations and other batches. Requested to customer clarify. Samples are available for collection. There was no notification to anvisa. Purchase invoice 175841 - difamig. Document for sample collection provided. Foreign matter of black color. Usually internally in the syringes, in the plunger, and embedded.